Event description:
Facility reported an infusion pump with a failure code 402 which was discovered during biomed testing. The facility representative stated that no patient injury was associated with this report and no incident reports were filed since the last baxter service event.